Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer reported fluid leaked from middle of the pump segment during an infusion. Saline was in the line. The chemo bag was attached but the chemo bag had not been started, and chemo was not present in the line. There was no patient or staff harm reported and no medical intervention was required. No additional event or patient information provided by the customer.